Manufacturer narrative:
(B)(4). Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the visual inspection and performance test revealed that the outlet valve connector inside the device was unplugged. No fault was found with the manometer. The visual inspection also identified cracks on the upper case of the complaint device. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the cracks on the complaint device was caused by impact damage. It is most likely that the unplugged outlet valve connector inside the complaint device causing the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The valve assembly and fascia of the complaint device has been replaced and returned to the user's facility after passing all performance tests.

Manufacturer narrative:
(B)(4). The complaint device has been received at our regional office in (B)(4). Evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) has reported that the manometer of an rd900 neopuff infant resuscitator "does not work". No patient consequence was reported.

Event description:
A hospital in (B)(6) has reported that the manometer of an rd900 neopuff infant resuscitator "does not work". No patient consequence was reported.